Manufacturer narrative:
Review of batch record did not identify any deviations or errors. Investigation and interviews with clinicians have been scheduled.

Event description:
Event provided by distributor on 10-05-2022. This is 1 of 8 reported events. Two physicians reported "wall thickening" after use of cardiocel neo devices with events dating back to 2019. Investigation is ongoing and interview with physicians involved is scheduled. The following was provided by the hospital. Initial papv repair (right upper lobe veins: two-patch technique) with cardiocel. Repair occluded the pulmonary veins. Redo of papvr repair on 12/22/2021 with autologous pericardium and conversion to a warden approach.